Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 75% stenosed mid left anterior descending artery. A balance middleweight elite ii guide wire was advanced to the lesion and pre-dilatation was performed with a cutting balloon. After pre-dilatation, it was noted that the tip of the guide wire had caught in calcification and separated. The separated portion was removed with a snare device. The procedure was completed using another guide wire. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: guide cath: 6f profit jl. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.